Event description:
It was reported that when attaching the fiber to the console, the console display froze, no errors appeared. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that when attaching the fiber to the console, the console display froze, no errors appeared. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this console was evaluated by a boston scientific field service engineer (fse) at the facility. The fse identified that the glass of the touch screen had come out. The ribbon going to the touchscreen has been severed, and that could have contributed to the reported display screen issue. Based on this information, the reported event is confirmed. The fse replaced the touch screen. The console performs according to manufacturer specifications. The labelling review did not reveal any evidence of device off-label use or failure to follow instructions. Based on the console analysis results, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when attaching the fiber to the console, the console display froze, no errors appeared. The procedure was not completed due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
The console was not returned for analysis; however, this unit was analyzed at the facility by a field service engineer (fse). The fse identified that the glass of the touch screen had come out. The ribbon going to the touchscreen has been severed, and that could have contributed to the reported display screen issue. Based on this information, the reported event is confirmed. The fse has ordered the console screen. The labelling review did not reveal any evidence of device off-label use or failure to follow instructions. Based on the console analysis results, an evaluation conclusion code of cause traced to component failure was assigned to this investigation.